Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). In the system logs, no error was found indicating an issue on the usm related to the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the yaw and pitch axis were found to be noisy during movement, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, fa was able to conclude that the ¿yaw and pitch motor modules¿ was found to be the root cause of the reported event. While a definitive root-cause of the reported recoverable fault cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to sensor fault on the axis 5 pot board.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The customer also reported universal surgical manipulator (usm) 4 was "squeaky". Fse unable to duplicate the usm reported problem. Powered down the system and replaced the left mtm and usm 4 and performed all necessary tests and calibrations. Verified all tests and calibrations passed. Intuitive surgical, inc. (Isi) did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart (psc) fixture test platform (pftp) where it failed at sine cycle. As a result of these findings, fa was able to conclude that the axis 5 pot board was found to be the potential root cause of the reported event. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure that recoverable fault 23002 occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found recoverable faults against the left master tool manipulator (mtm). The site disabled the left mtm and proceeded with the other surgeon side console. There were no reports of patient injury.